Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2008. The patient has experienced pain when bending. Since (B)(6) 2009, she has experienced a transient rash over various body parts. Additional information has been requested

Manufacturer narrative:
(B)(4): pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02036. The same patient is represented in each medwatch.